Event description:
It was reported that after a supply change, the user observed only about 40 units remaining in the cartridge and experienced hyperglycemia, with a reported glucose of 220 mg/dl and elevated values for approximately 3 to 4 hours; the user reported no visible leakage at the site or connector and used cd infusion sets with 23-inch tubing. Symptoms included no reported clinical symptoms. Outcomes included user self-management without outside assistance, medical intervention, or hospitalization. Investigation included troubleshooting and education, scheduling additional training to review reports and address recurring high readings. Investigation of this case revealed no confirmed device alarms during the event and no observable site leak, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.